Manufacturer narrative:
Analysis synthesis: - based on the provided description of the event, the observed issue most probably resulted from an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. - it should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test in interrupted. - a correction of this software issue is available in smartview 3.14 version.

Event description:
Reportedly, the programmer froze during a sensing test so the battery was removed, which solved the issue.